Event description:
The customer reported the ventilator went vent inop and alarmed when the device was powered on due to an oxygen motor error. Vent inop, when in use, will stop providing ventilatory support to the patient. The occurrence was not reported during any previous usage and there was no patient harm reported. The manufacturer's service technician verified the reported problem. The service technician replaced the oxygen module to address the findings. Final applicable testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Oxygen module.